Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient had far r-wave oversensing on the atrial lead which led to inappropriate auto mode switch. These episodes were viewed via a merlin.net transmission. Programming changes were made.